Manufacturer narrative:
Examination was not possible, as the device was not returned. A review of the device history records was also not possible as the product and lot code was unavailable. The investigation could not verify or identify any evidence of product contribution/error regarding the reported event with the info available. Based on the investigation, the need for corrective action is not indicated.

Event description:
The pt was revised because of poly wear of the liner.